Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with data acquisition/printed circuit board assembly/ analog digital converter (pcba adc) reference failed . The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and duplicated the reported problem. The fse replaced the data acquisition board to address the reported issue. Failure analysis on the returned data acquisition board shows that the data acquisition pcba was tested and no failures were identified.